Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had been alerting change sensor calibration not accepted. Blood glucose level at the time of the incident was 427 mg/dl. The customer was advised that the sensor would be replaced. The product is expected to return.

Manufacturer narrative:
Inspected 1 random opened or used sensor and performed continuity resistance test and sensor failed per specifications.